Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant feet outside the sheath 2mm, and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip was damaged as the tri-cuts were flared. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was being implanted. During attempted recapture of the closure device, there was a strong force noted, and the closure device was difficult to be recaptured. A full recapture of the closure device was performed. A new wds was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was being implanted. During attempted recapture of the closure device, there was a strong force noted, and the closure device was difficult to be recaptured. A full recapture of the closure device was performed. A new wds was used to complete the procedure. No patient complications were reported.